Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Insulin pump received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would not turn on after battery change. No significant event leading to blank display issue was observed. Customer reported that the insulin pump display did not return even after it was restarted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.